Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent can be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the lesion site was reported to be heavily calcified. On the basis of the information available and as no sample or image was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Stent remains in the patient; delivery system discarded by the facility.

Event description:
It was reported that post deployment of the vascular stent in the left sfa, the stent allegedly collapsed. It was further reported that a guide wire was ran through the middle of the stent and a balloon catheter was used to open the stent, but the balloon ruptured and the attempt was unsuccessful. Reportedly, another vascular stent was advanced to the site and was successfully deployed within the first stent. There was no reported impact or consequence to the patient.